Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g.5: 510k - k130520 the actual device was returned for evaluation. Visual inspection revealed no anomalies or defects. The actual device, after having been rinsed and dried, was tested for its gas transfer performance by circulating bovine blood in the oxygenator module under the following conditions: @ v/q=1, fio2=100% and the flaw rate of 5l/min. And 3l/min. Result: o2 transfer: @5l/min.= 307ml/min. @3l/min.= 198ml/min. Co2 removal: @5l/min.= 260ml/min. @3l/min.= 174ml/min. No anomalies were revealed in the gas transfer performance of the sample, with the obtained values meeting manufacturer specifications. Pump record was reviewed as follows. The blood temperature which was stably kept around 30 oc at around 20:00 started to raise at around 21:00. The blood flow rate was kept in the range from 4.5l/min. To 5.3l/min. Fio2 was increased to 90% at 21:15 and to 100% at 21:30. The gas flow rate was increased to 10l/min. From 5l/min. At 21:25. Svo2 started to decline at around 21:00. At 21.12, another oxygenator was added and after that svos started to increase. A review of the device history record of the reported product code/lot number combination was conducted with no findings. A search of the complaint file found no previous report with the involved product/lot# combination. The investigation result verified that the actual device was the normal product with its gas transfer performance meeting manufacturer specifications. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined, however, based on the investigation results it is likely that the actual patient's body surface area was larger than that indicated on the patient's chart and the amount of o2 supply failed to catch up with the amount of o2 consumption which had been increased due to the patient's metabolism activated by the raised patient's body temperature. The IFU states: "upon patient re-warming, adjust o2 concentration, gas flow rate and blood flow rate by increasing them as needed based on an increase in patient's metabolism. Failure to adjust the gas supply and the blood flow rate appropriately may cause insufficient o2 supply needed or the amount of the patient' s gaseous metabolism." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported an insufficient gas-exchange on the involved capiox device. 280 minutes after the initiation of the circulation, during rewarming at 34 oc, svo2 was decreased to 65% at the blood flow rate of 4.8l/min., fio2=100%, the gas flow rate of 10l/min, pao2=200mmhg and paco2=35mmhg. The patient's height was (B)(6) and bsa was (B)(6). The procedure outcome is unknown. Impact to the patient is unknown. Pump record was reviewed as follows. The blood temperature which was stably kept around 30 oc at around 20:00 started to raise at around 21:00. The blood flow rate was kept in the range from 4.5l/min. To 5.3l/min. Fio2 was increased to 90% at 21:15 and to 100% at 21:30. The gas flow rate was increased to 10l/min. From 5l/min. At 21:25. Svo2 started to decline at around 21:00. At 21.12, another oxygenator was added and after that svos started to increase